Event description:
During the procedure, nurses expressed concern that there was a delay in the time to cardiovert with their non-(B)(6) device (lifepak 20e) due to an interaction between the magnetic field and the external defibrillator. The defibrillator detects erroneous internal pacing spikes when the magnetic field was enabled. The internal pacing detection was turned off. It was confirmed it was a visual setting issue and there was no impact on the performance or time to deliver therapy. There were no adverse consequences to the patient. There were no alleged issues with an (B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).